Event description:
The rotator broke during use. No further information was provided by the customer. No harm or injury was reported. The customer reported two defective devices but did not provide any further information or clinical details for the additional event. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device evaluation: two used suspect device were returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The customer did not specify if this was the initial use of the device. The returned devices were from the following lot numbers: f664336, expiration date: 12/31/2011, device manufacture date: 12/2008. F636698, expiration date: 08/31/2011, device manufacture date: 08/2008. The complaint database was reviewed for the two lot numbers reported above. No similar complaints were found. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. Both lots above were built prior to implementation of the noted corrective actions. Evaluation method: device history record was reviewed, complaint database was reviewed.